Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was deployed. The cuffs, link and suture w/posterior needle tip were not returned for evaluation. The plunger being returned without anterior cuff attached to the needle tip indicates a cuff miss may have occurred. The sheath, guide, foot and lever were normal and undamaged. The posterior and anterior foot were examined for needle strike marks and none were detected indicating the needles were deflected outside of the foot pocket. The complete suture was returned pulled. The original plunger was inserted into the device and the needle trajectory, depth and mandrel travel were acceptable. These findings are consistent with and confirm the reported needle to cuff miss experience. Based on the analysis of the returned components the most probable root cause for the anterior cuff miss and subsequent failure to achieve hemostasis is due to needle deflection during plunger deployment possibly caused by interaction with anatomy or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. No manufacturing or quality inspection issue was detected. The cuff miss failure mode is generally associated with technique issues or patient anatomical conditions, the multiple occurrences of this failure mode are not an indication of a potential problem with this lot. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved with an angioseal. There was no adverse patient effect. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.